Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, and excessive no delivery alarm test. The insulin pump was unable to prime during the prime test due to a faulty gold force sensor resistor. No motor error alarm was noted. No motor noise anomaly was noted. The insulin pump had minor scratches on the display window, cracked case near the display window corner, cracked belt clip slot, cracked reservoir tube lip, cracked battery tube threads, a scratched reservoir tube window, stained address and serial number label and a stained end cap sticker.

Event description:
Customer's mother reported a motor error on customer's insulin pump during priming. She also reported the device is making a squeaking sound, like a bad wheel. Customer's blood glucose was 358 mg/dl. There were no significant events leading to the alarm. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer does not use the sensor feature. Customer is unable to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.